Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that the treatment clock on a fresenius 2008t hemodialysis (hd) machine was not counting down and the treatment clock and ultrafiltration (uf) removal did not match. The uf rate showed 0 during treatment. The goal removal was set to 3.2, however the actual removal was around 2.5 (units not specified). There were no machine alarms. There were no adjustments made to the patient¿s uf goal, rate, or time during treatment. The same scale was used for pre and post weight readings. The biomedical technician stated it was possible the patient did eat or drink during treatment but could not confirm. The biomedical technician believed the cause of the issue to be user error but could not provide specific details. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. Additional patient and treatment details were requested however to date has not provided.